Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient's implantable neurostimulator (ins) was shut off, a shocking or jolting sensation was, sometimes, experienced. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.